Manufacturer narrative:
The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Batch record review performed by the supplier for bupivacaine lot # 51030ev revealed no discrepancies that may have contributed to a complaint of this nature. Retained file samples were tested for product potency. The results of potency testing met specification. See attached hospira evaluation report. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The complaint could not be confirmed.

Event description:
It was reported that the bupivacaine contained in the portex® spinal anesthesia tray was ineffective. It was also reported that the clinician used two different lot numbered spinal trays and both did not meet the standards required. The clinician then used an epidural tray to finally complete the proper numbing. No general anesthesia was required. It was suspected that during transportation to facility, the products may have been left in a hot place which lessened the bupivacaine efficacy. No patient death or serious injury was reported in connection with this incident.